Manufacturer narrative:
Event conclusion: cpi reliability assurance testing of the device found the tool-less connector spring electrodes (in both the atrial and ventricular ports) to have a metallurgical anomaly at the point of contact with the lead. It was concluded that the metallurgical anomaly caused an increase in contact resistance of the electrodes, which impacted the impedance measurement. The device was put through a series of diagnostic tests, to verify the performance of telemetry, pacing, sensing, and defibrillation therapy. The device performed to specification throughout these tests.

Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) experienced an abnormal increase in ventricular lead impedance. This device is involved in a product advisory (header related).